Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10k20061 with no defects noted. A batch review was conducted for potentially associated lot numbers h11a04056 and h10l16067 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment was not reported and the patient was recovering. Pd therapy was ongoing. The nurse stated the event was not related to pd therapy.